Event description:
The customer reported via phone call that the insulin pump alarmed no delivery excessively during the manual prime process. The customer stated that he was priming the insulin pump when it alarmed no delivery. He attempted to rewind the insulin pump thrice and reprime, but the no delivery alarmed recurred each time. He also stated that he reinserted a new battery, and the insulin pump alarmed failed battery test. The customer's blood glucose was 103 mg/dl. Upon troubleshooting, the customer was advised to disconnect and reconnect the tubing and reservoir, replace the plunger, and manually push the plunger; the customer verified that insulin did exit and that the insulin pump did not alarm. The customer was advised that the insulin pump was working as designed. Customer declined troubleshoot assistance for the failed battery test and was advised to monitor the insulin pump. Customer was advised to do a complete set change as soon as possible.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.